Manufacturer narrative:
B4. Date of this report 26 oct 2025. G3. Date received by the manufacturer? 26 oct 2025. H6. Investigation findings updated to 114.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on review of the system, user was advised to re-link the sensor. After successful sensor re-link, differences have reduced to a 7%. Upon review of the dms, the user is currently using the system and the information is up to date.

Event description:
On 29 july 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.